Event description:
A report was received that the patient was having difficulty charging her ipg. The physician felt the ipg might have flipped in the pocket, so he decided to open the pocket and flip the battery over. During the revision, the physician discovered that the ipg had not flipped. The ipg was replaced and the patient was reportedly doing well following the procedure.